Event description:
It was reported by the customer that a groshong PICC leaked above the stabilization wing in the clear tubing when staff was flushing. Non-specific unexpected or prolonged care was reported but no invasive procedures, only insertion and line maintenance. There was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed catheter was attached to the two-piece connector assembly and the distal valve was present. A needleless injection cap was observed to be attached to the hub. Use residue was observed in the sample. A functional testing of flushing the catheter with water using a 12ml syringe was performed. A leak was observed just distal to the connector assembly piece. No water was seen flushing through the distal valve, suggesting an occlusion within the catheter. A microscopic observation revealed the split was mostly straight with some curving near the extremities. The fracture surface was mostly granular and smooth, with some rough areas. A significant amount of biological residue was observed distal to the split and near the distal valve. These findings were consistent with over-pressurization (burst) damage due to flushing against an occlusion. This complaint will be recorded for future trending and monitoring purposes.